Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during surgery the patient was receiving an infusion of epinephrine and the anesthesiologist noted "spikes in the patient's vital signs" which the physician suspected was related to a possible pump malfunction (not specified). There was no report of any lasting harm. The biomed tested the suspect module after the event and reported that rate accuracy was within specifications. On (B)(6) 2016, the day before the event, he had cleaned the iuis and performed rate accuracy testing with everything passing.

Manufacturer narrative:
The customer¿s report of vital signs changes and a possible pump malfunction was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. The device had dull iui connectors, with the male iui also showing signs of green corrosion. The rear case had cracks and dents in various places. Analysis of the pcu event log shows that at 4:00 pm on (B)(6) 2016 epinephrine single strength 4mg in 250ml was programmed to infuse at a rate of 22.5ml/hr. The infusion continued at this rate until 5:06 pm, when the dose was changed to 3mcg/min, which made the rate 11.25ml/hr. In less than a minute the device was paused and subsequently channeled off. The volume recorded as being infused during this period was 23.407ml. No pump malfunctions were observed during this period. Functional testing was performed and the device was delivering fluid within specification. There were no leaks or other anomalies observed with the primary set. The root cause of the customer¿s report of vital signs changes during the epinephrine infusion was not identified.